Event description:
It was reported that the surgeon noticed that the screwdriver was damaged when he attempted to use it. The threads were stripped. Another screwdriver was available. There was no delay. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device was received on (B)(4) 2014. Pending evaluation. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: stardrive screwdriver shaft t8 105mm - lot 6883342 universal punch corp. Manufactured the stardrive screwdriver shaft, part 314.467, and lot 6883342. Initially, the part conformed the supplier¿s certificate of conformance, dated april 16, 2012 and to the synthes final inspection sheet. The parts were released to the warehouse on april 27, 2012. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the 314.467 stardrive screwdriver shaft, t8 is an instrument routinely used in numerous systems including the 2.4mm lcp distal radius system. The returned 314.467 stardrive screwdriver shaft (t8) is in fair condition, showing wear and light deformation of the very distal end. The device was returned and reported to have become stripped. This condition is unconfirmed; there is only very mild wear at the most distal tip of the device, which would not prevent the driver from functioning. Therefore, the condition of stripped does not adequately represent the condition of the driver and merits an unconfirmed designation. It is likely that over two years of use, of the driver has led to the wear seen on the device. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the device was only worn from normal use over two years leading to this unconfirmed complaint; however, this complaint is not a result of any design related deficiency. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.